Event description:
Per distributor, device is overheating and fan constantly runs. Device was on the patient but there was no reported adverse impact.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. An additional 48-hour observation run was performed. Driver functioned as intended without overheating. Constant fan operation is an indication that the device is operating appropriately as the driver is designed to keep the fan running to keep the compressor from overheating. Customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported overheating and excessive fan operation was unable to be determined. Failure investigation identified no test failures or damage that could have contribute to the reported complaint. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per distributor, device is overheating and fan constantly runs. Device was on the patient but there was no reported adverse impact.